Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt2610/8712860) and four gore® excluder® aaa endoprosthesis aortic extender components, and one gore® excluder® aaa endoprosthesis contralateral leg component to repair a dissected thoracic aortic aneurysm with diameter of 60 mm. It was reported that the gore® tag® thoracic endoprosthesis was implanted most proximally, and four gore® excluder® aaa endoprosthesis aortic extender components (pxa230300/8637117, pxa230300/8671871, pxa230300/8647334, and pxa230300/8647332) were implanted distally to the tag® device. A stent graft of another manufacturer was then implanted distally to the aortic extender components, and then that stent graft was extended distally with one gore® excluder® aaa endoprosthesis contralateral leg component (pxc161200/7129995). The final angiography revealed a type iii endoleak (detail unknown), and the physician elected to monitor the patient. On (B)(6) 2011, a one month follow-up examination showed that the endoleak persisted, and that the aneurysm measured 65 mm. The physician elected to monitor the patient. On (B)(6) 2011, the patient was discharged. Subsequent follow-up examinations showed that the endoleak persisted, with the aneurysm shrinking to 40 mm. On (B)(6) 2014, the patient complained of back pain and was emergently transferred to the facility. Doxazocin was administered and the pain was resolved. On (B)(6) 2014, three year follow-up examination showed that the endoleak persisted, and that the aneurysm measured 65 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Concomitant products: (B)(6) 2011: pxa230300/8671871, pxa230300/8647334, pxa230300/8647332, tgt2610/8712860.

Manufacturer narrative:
(B)(4).